Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. On the morning of (B)(6) 2019, the patient treated themselves with 11.3 units of insulin based on a cgm value of 366 mg/dl. At 10:00 am, her fiancé called emergency medical services (ems) because she had passed out, fell and hit her head on the dresser. When she passed out, the cgm displayed 105 mg/dl; however, her bg per ems was 15 mg/dl. She was given glucagon via intravenous (IV) therapy and oatmeal when she was able to eat. She refused transport by ems once she was alert. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.